Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functional and passed all tests. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported that during a podiatry surgical procedure, it was observed that the electric pen drive device, hand switch device and the cable device stopped working while in use together. There were no delays to the surgical procedure. Spare devices were used to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.